Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken and also contaminated. It was also noted that the battery release was contaminated, the two side bail covers were broken, the heart block was contaminated, the lead flex cover was contaminated, one printed circuit board (pcb) screw was contaminated, the heart wire contacts were contaminated, the battery contacts were compressed, the keyboard pad was cosmetically damaged, the battery flex was contaminated, the heart lead flex was contaminated, and the display was out of specification with segments missing. (B)(4).

Event description:
It was reported that the rear case of the external pulse generator was damaged. The generator was returned for service. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.